Event description:
Robotic ventral rectopexy case was converted from robotic to open. After the patient was opened and the surgeon was beginning to dissect, a small piece of a padded grasper was found on the rectal mesentery. The patient previously had a robotic rectopexy, which is when the surgeon assumes the piece fell off and has been retained since that time. The graspers used in this case were all inspected and completely intact. The piece of grasper was removed from patient.